Manufacturer narrative:
Date of event was approximated as (B)(6) 2016. It was reported that the patient¿s sepsis occurred in (B)(6) of 2016. Reference MFR report # 2916596-2015-01334 for the report of the chronic anemia. (B)(4). Approximate age of device ¿ 11 months. The patient remains ongoing on lvad support. A full evaluation of the device could not be conducted as the device was not explanted. A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. Infection, sepsis, and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that in (B)(6) of 2016, blood cultures grew gram positive cocci, and the patient was treated with antibiotics. On (B)(6) 2016, the patient underwent an incision and drainage of a sternotomy abscess. I was also reported that the infection was associated with the driveline and pump pocket. The patient had reportedly been off of warfarin and aspirin for over one year due to extreme, chronic anemia. It was reported that the patient was not a pump exchange candidate due to extreme noncompliance, obesity, the chronic sepsis issues, and severe renal dysfunction requiring past dialysis.